Manufacturer narrative:
Philips service replaced the flexvision 2 pc without hdd, ipc adapter, bootable software packet, and power & control unit without boards. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system shut down due to a power hit, causing multiple component failures on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.